Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mg/day baclofen at 799.5 mcg/day via an implantable pump for intractable spasticity. It was reported that starting "about 6 days ago", the pump began alarming or beeping. It was noted the patient was hearing a two tone alarm. Additionally, last night [(B)(6) 2016], they heard a woman's voice, but they weren't sure if that was from the pump. It was reviewed the beeping sound was consistent with the pump alarms. It was unknown as to why the 2 tone alarm was sounding and the patient just had a refill in (B)(6) 2016. No symptoms were reported and the patient was to follow up with their healthcare provider (hcp). Additional information was received from a device manufacturer representative (rep). A motor stall was seen at the initial interrogation. The patient had not recently had an MRI. Multiple motor stalls and recoveries as well as stopped pump may exceed tube set messages were noted in the logs. It was noted that the patient had oral baclofen as needed. The event date was noted to be (b)(6 2016.

Manufacturer narrative:
The previously reported code of (B)(4) has been corrected to (B)(4) applies only to the catheter. All other coding remains.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was interrogated and it was noted the pump was stalled and the pump would need to be replaced. The woman's voice was noted to be unrelated to the pump. It was stated that they were waiting to replace the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 16-jul-2020 from the patient¿s friend/family member who reported that the patient¿s pump was replaced about 3 years ago. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (B)(6) 2016 reported pump was alarming on (B)(6) 2016 and was consistent with synchromed alarms. It was stated to follow up with healthcare professional. No symptoms reported. It was noted the pump was empty and has been. It was noted they met with a company representative (rep) at hcp office and thought rep turned off the pump, but now the pump was beeping again. It was noted patient was receiving unknown baclofen with an unknown dose and concentration for intractable spasticity. Information received on (B)(6) 2016 stated rep called for pump off password, and will be programmed off today ((B)(6) 2016).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Updated to incorporate information received on 2017-jan-03. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jan-03 from a healthcare provider (hcp). It was reported that the pump had a motor stall, was not functional, and that the pump alarm was still going off. It was reported that the hcp would attempt to turn the pump off.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4) implanted: (B)(6) 2012, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative on (B)(6) 2016 reported a routine dye study was done on (B)(6) 2016 (today) and the healthcare professional (hcp) did not aspirate. Patient received 392 mcg right away. No patient symptoms or adverse effects were reported.

Event description:
Additional information was received from a consumer (con) on 2017-apr-11. The consumer stated that the patient's pump was disconnect ed "because it did not work". When asked to clarify what "didn¿t work" the consumer stated "it was defective and quit working." This was established through surgical procedure that occurred (B)(6) 2016 or (B)(6) 2017. The consumer stated the patient was trying to decide when and if he was going to replace the pump. The consumer stated that after thinking and talking with the healthcare professional (hcp) the patient was going to have it replaced. The consumer was curious what steps they should take to start the process of replacing it. No symptoms were reported. The consumer was to follow up with the hcp. No additional complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.